Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported improper reprocessing (not performing the leak test on any endoscopes) during reprocessing involving an olympus gastrointestinal videoscope. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h6, h11. The device was not returned to olympus for inspection however, the reported failure was confirmed by the endoscopic support specialist (ess) team. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the reported malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.